Manufacturer narrative:
The final device was evaluated and the issue was confirmed; there was an electrical component out of alignment. The device was repaired and returned.

Event description:
This report summarizes <noe> 38 </noe> malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. Three devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 14 devices were evaluated in the field and the issue was confirmed; two devices had worn components, eight devices had broken/damaged components, three devices had an electrical short, and one device had a bent component. The devices were repaired and returned. 20 devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. One device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 38 </noe> malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.